Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and a separation between the female connector and the main body was observed. A stuck tubing was also observed. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the separation was due to an inadequate solvent bond between the female connector, insert chip, and main body during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; further described as ¿dark blue segment, came off with just a slight twist¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was treated for a closed contamination. No additional information is available.

Manufacturer narrative:
Additional information was added to h11. H11: a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.